Event description:
It was reported that the shape of the catheter tip was abnormal. The user found the event upon opening a package and did not use the device.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection of the tip of the catheter did not find any evidence of a failure that would support the reported event. Also inspected other area no abnormalities were found on the returned sample. The catheter was able to inflated and deflated without any difficulty. Therefore the reported issue was unconfirmed based on the investigation findings. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients: (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter." Correction: d h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the shape of the catheter tip was abnormal. The user found this event upon opening a package and did not use the device.